Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the proper reprocessing methods related to the subject device. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that its possible that the foreign object was a connector from an endoscope reprocessor. Attempts were made to contact the user facility and inquire about their reprocessor, but no further information was received. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During inspection and testing of the bronchofibervideoscope, the channel was clogged with foreign material and a piece of connector was found lodged within the scope. There were no reports of patient involvement.